Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. A ringloc inserter was returned with a shell for review. The visual review confirmed the tip of the inserter had fractured and the fractured tip remains inside the thread of the cup. The products were sent to sem analysis and it was determined that the tip fracture was due to fast fracture type bending overload failure with varying amounts of inserter threads engaged in the shell at the time of fracture. The hardness was measured and found to be within the specified print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that as the surgeon impacted the cup into the hip, the thread on the inserter broke off and stayed in the center of the cup. The cup was removed. No fractured pieces fell into the patient.

Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as the surgeon impacted the cup into the hip, the thread on the inserter broke off and stayed in the center of the cup. The cup was removed. Attempts to obtain additional information have been made; however, no more is available.